Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00105 to provide the retention sample evaluation results and to provide the manufacturer date and the expiration date of the actual device. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation consisted of a review of user facility information, manufacturer quality records, and a retention sample from the involved product code/lot # combination. Visual inspection did not find any anomaly or defects on the reservoir outlet port, hereinafter called port in this report. The port was subjected to dimensional examination and confirmed to meet manufacturer specifications. A factory-reserved adapter was held on the larger bore side where there are some ribs on the outer circumference, screwed in to port and tightened securely to port. The reservoir was then filled with saline solution in the maximum amount to be pooled and left in this state for six hours. There was no leak at the joint between the adapter and port. Four simulation tests were completed. Two of the four tests produced a leak. Simulation test 2: the adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the adapter would not be screwed in to port any further. The white cap was removed from the adapter and a tube was attached to the adapter. Based on an assumption that the tube may have been subjected to a pulling force while the circuit was built up during the set-up or by the roller pump during priming, the tube was pulled in the lateral direction so that the joint between the adapter and port could be subjected to an external force. As a result, a leak occurred at the joint. Simulation test 3: one end of a tube was jointed to the adapter and the other end to the roller pump, then the adapter was fixed to port. The length of the tube was set to 30cm arbitrarily. Subsequently, with the tube being subjected to a torsional force the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state. One hour later, the saline solution started to leak gradually at the joint between the adapter and port. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely following events may have occurred on the actual sample simultaneously causing the reported leak. The adapter had not been fixed to port securely. The joint between them was subjected to a force, including a pulling force and a torsional force, during set-up and/or priming. If the adapter had been fixed to port insufficiently, it is likely that the adapter was fixed to port by its white cap being held and screwed or by the tube jointed to the port beforehand being held and screwed. If the joint between the adapter and port had been subjected to an external force during set-up and/or priming, there may have been a pulling force or vibrating force affecting the joint during building up the circuit or from the roller pump. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no production related problems. A review of the complaint files confirmed the involved product code/lot# combination has not been reported previously. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak. All available information has been placed on file for use in quality assurance tracking, trending and follow up. Device not returned to the manufacturer.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00105 to provide the retention sample evaluation results and to provide the manufacturer date and the expiration date of the actual device.

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, a leak was discovered at the outlet port. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Conclusion not yet available - evaluation in progress.